Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. The following non reportable malfunctions were identified during evaluation: the bending section cover separated, the lens glue applied around lenses is deteriorated, the plastic distal end cover cap is slightly scratched, angulations are out of specification, and loss of insufflation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The event can prevented by following the instructions for use: "instruction manual evis exera ii gastrointestinal videoscope olympus gif type h180 operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ii gastrointestinal videoscope olympus gif type h180 reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was foreign material clogging the device nozzle. This is attributed to insufficient cleaning. The user¿s complaint was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair for a loss of air/water flow issue. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was foreign material clogging the device nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material found in the device nozzle as found during device evaluation.